Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the delivery wire was found kinked and the main coil was broken from the etch link confirming the reported complaint. Functional testing could not be performed due the condition of the returned device. During device inspection, it was confirmed that the main coil was broken at the etch link. It is probable that the coil was damaged during advancement/ repositioning causing the reported events. An assignable cause of procedural factors was assigned to the as reported 'main coil stretched', unretrieved device fragments', ¿coil in catheter friction¿, 'main coil migration' and 'coil broken/fractured' and to the as analyzed ¿main coil broken/fractured¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited. An assignable cause of handling damage was assigned to the as analyzed 'coil delivery wire kinked/bent' as the issue is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use.

Event description:
It was reported that during coil embolization procedure for aneurysm located at the right posterior communicating artery, the physician tried to use the subject coil to complete the procedure. The subject coil could not be advanced into the lumen of the aneurysm. The physician tried to adjust the coil; however, the coil was noted to be stretched. When the physician tried to remove the coil by deploying a stent, the coil broke in the middle and some part of the coil was left inside the patient¿s vessel. No additional medical intervention was performed at this time.

Event description:
It was reported that during coil embolization procedure for aneurysm located at the right posterior communicating artery, the physician tried to use the subject coil to complete the procedure. The subject coil could not be advanced into the lumen of the aneurysm. The physician tried to adjust the coil; however, the coil was noted to be stretched. When the physician tried to remove the coil by deploying a stent, the coil broke in the middle and some part of the coil was left inside the patient¿s vessel. No additional medical intervention was performed at this time.